Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, the history missing data issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unexpected resets occurred. Additionally, the pump was not logging data despite being in use. Reportedly the pump resets did not appear in the pump history. Upon review of uploaded pump logs, tandem technical support verified that pump reset events were uploaded by the pump. Blood glucose level was in the 200s (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.